Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the operation, the right atrial (ra) lead exhibited high out of range pacing impedance, and the guidewire could not be inserted completely into the lead. A new ra was used to complete the procedure. The patient suffered no adverse consequences.

Manufacturer narrative:
The reported events of high impedance and ¿wire couldn¿t be inserted into the lead¿ were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Previously reported d9 was blank, should have said "yes" for device available for evaluation. Previously reported h6 investigation conclusions was 11, should have been 67.